Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received used, and inside a plastic bag; no damage or other defects were detected. Functional testing was performed, and the reported issue was unable to be replicated. The root cause was unable to be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the tube did not expand properly despite 10-15 attempts with sterile h20. Issue was discovered during pre-test and not used on patient. Another trach same size and make was used and tested out normally prior to use.